Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6), 2007.according to the complainant, post-procedure, the patient experienced bleeding, recurrent urinary tract infections, mesh erosion, dyspareunia, abdominal pain and pelvic pain.all other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 9727647, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.